Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4. One clip was successfully implanted. An additional clip was inserted and placed on the valve. However, damage to one of the leaflets was observed. The clip was deployed, but mr remained at a grade of 4. No additional clips were implanted and the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed a cause for the unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation (unchanged) cannot be determined. Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.